Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was established postoperatively.

Event description:
It was reported that after significant weight loss the patient began to experience pain and shocking at the ipg site. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.